Manufacturer narrative:
This event is not device related. The device labeling clearly identifies the device size. The circulating nurse and the surgeon erred in choosing the wrong size device. No death, serious injury, or device malfunction occurred. Device not returned to manufacturer.

Event description:
Upon receipt and review of the patient implant form , the sales representative noticed that the liner/femoral head combination did not match. From the information received, it was established that a size 32mm femoral head was implanted with a size 36mm acetabular liner.